Manufacturer narrative:
A replacement glidescope avl video baton 1-2 was provided to the customer and the reported glidescope avl video baton 1-2 used during the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned video baton but was unable to confirm the reported blurry, fuzzy, or half of the screen being blacked out. However, when connecting the video baton to known, good, test verathon equipment, the image was found to be discolored. The customer did not return the monitor used during the procedure for evaluation, only the video baton as they reported isolating the issue to just the video baton. Upon review of the device history for the serial number (B)(4), it was determined that the video baton was manufactured on june 09, 2013 and is past the two year expected product life as outlined in the glidescope operations and maintenance manual (omm). While the exact cause could not be determined, it is likely that the age of the device, nine years and eight months, may have caused or contributed to the event. Upon completion of the evaluation, the glidescope avl video baton 1-2 was scrapped due to the customer already being provded a replacement and there being no repairs available for this device. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported that during an emergency care procedure, using a glidescope avl video baton 1-2, the picture was fuzzy, blurry, and about half of the screen was black. It was reported that the doctor was unable to visualize the vocal cords to be able to successfully intubate the patient on first attempt. No use of a backup device or harm to the patient was reported.